Manufacturer narrative:
(B)(4). Additional information: the covidien service engineer (se) inspected the device and verified the reported issue. The se reported that the mixer gasket was missing from the air inlet cover, and that the air inlet cover was damaged at the locking point. The air inlet cover was replaced. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Covidien reference number:concomitant medical products. The covidien technical support engineer (tse) assisted in performing an oxygen sensor calibration on the physical unit. The customer stated the unit passed the ambient but fails 100 percent calibration. The customer stated the progress bar does not move during the calibration via user interface. The evaluation/repair of the device has not been completed.

Event description:
It was reported that during use the ht70 ventilator when dial is set for 100 percent fio2 the unit is displaying a monitored value of approximately 38 and a measured value of 48 percent. The ventilator continued ventilation with inadequate oxygen percentage delivery. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event. The patient was returned to the ICU ventilator and eventually transferred using a pneupaca ventilator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.